Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, the valve was inserted into the 14f esheath plus. The valve became stuck and it was noticed under fluoro that valve strut had bent out and punctured the esheath. The commander system and esheath were removed in tandem and new system inserted. Valve was deployed with no further complications. No patient injury occurred. Per additional information provided by the fcs there we no issues during the crimping phase. The loader was fully inserted during insertion. The angle of insertion was not steep.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.